Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause and treatment were not reported. The patient was hospitalized for the event. On an unknown date, pd therapy was discontinued. Eight days after hospitalization, the pd catheter was removed and the patient was changed to hemodialysis. At the time of this report, the patient was not recovered from the peritonitis event. No additional information is available.